Event description:
There were adhesions following the use of gynecare intergel. No further detail was provided. In 2003 further details were provided. They noted: "the surgeon operated on a patient with adhesions resulting from a previous bowel perforation. He performed a laparotomy and freed the bowel entirely of adhesions. At the conclusion he instilled 300ml of intergel. The patient's post-operative course was as expected for 2 days. On the 3rd day their pain started to increase. By day 5 they were distended. Their wbc was mildly elevated. They had a low-grade fever. Their CT showed fluid consistent with intergel. There were no air/fluid levels. Based on this clinical picture, the surgeon felt that there was no evidence of bowel perforation and that the pain was probably the result of a foreign body reaction to the intergel. On day 10 the patient became hypoxic requiring intubation. Repeat CT now demonstrated free air in the abdomen. A laparotomy was performed. The surgeon stated that the bowel was "glued together and could not be separated." He performed a right hemicolectomy, removed approximately half of the small bowel and performed an ileostomy. He noted three enterotomies. Cultures showed vancomycin resistant enterococcus. The surgeon strongly believes that the enterotomies occurred sometime after his initial procedure. He bases this on the fact that he carefully inspected the bowel at the end of the procedure and found it intact and that there was no free air on the initial CT scan. He acknowledged that the perforations might have occurred during the repeat laparotomy, but that they probably occurred sometime between the surgeries. The surgeon stated that the bowel appeared as if it were glued with an inflammatory process not typical of the adhesions seen after bowel perforation. The pathologist found fibrous tissue and abscess formaiton with diffuse serosal exudate. He stated that there was no evidence of inflammatory bowel disease and that he also could separate the loops of bowel. The surgeon stated that he had never observed adhesions such as these and wondered whether they resulted from a combination of infection and foreign body reaction."